Manufacturer narrative:
Device passed the displacement, self test and passed the delivery accuracy test at 0.08730 inches noted. No missing segment or partial display anomaly during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer's blood glucose was 400 mg/dl. The insulin pump had partial display. The troubleshooting was performed for partial display and the customer declined the high blood glucose troubleshooting. The customer was advised to discontinue use of the insulin pump, revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.